Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a prograsp forceps instrument involved with this complaint and completed the device evaluation. The prograsp forceps was analyzed and found to have a broken main tube. A piece measuring proximately 0.166 x 0.104 was not returned with the instrument. It was also found that the grip cable was dislodged and frayed at the distal end. A second failure was found for a derailed grip cable at the distal end. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, right before patient side cart (psc) rollout, the user experienced difficulty removing the prograsp forceps instrument out of the universal side manipulator (usm) arm. The system alerted with an audible warning. The hospital personnel noted that when they removed the trocar, the instrument bent from the place where the base of the instrument does not bend. Inspection identified physical damage on the instrument tip. Following this, the instrument was straightened and was safely removed with the cannula. The user continued with the procedure with no further issue. No known impact or patient consequence was reported. The instrument was still intact and no fragment fell inside the patient. No noted occurrence of instrument collision during intraoperative use. Additional inspection was conducted by the isj clinical sales representative (csr) found that the joint between the shaft at the tip and the metal part came off completely and that section of the instrument was bent. Upon instrument removal, further inspection by the csr found no contact marks on the shaft. The reporter noted that considerable force had likely been applied on the instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was confirmed that the damaged part was the area near the wrist. The joint between the metal part and the tip of the shaft (black part) came off and was bent.